Event description:
It was reported that a pt underwent an umbilical hernia repair on (B)(6)2009 and mesh was placed. The pt returned to the surgeon on (B)(6)2010 with a recurrent hernia. Additional info requested. No further info was provided.

Manufacturer narrative:
(B)(4) - hernia recurred: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.